Event description:
The pt was implanted with a neurostimulator receiver on (B)(6) 2004. It was reported that the pt has not used his scs sys recently, and he is not feeling stimulation in the correct area. The pt attended a consultation for further interrogation of his scs sys. On (B)(6) 2010, it was reported that the physician plans to replace the pt's receiver; however, a date for the procedure has not been set.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record is still underway. Conclusion: no conclusion can be drawn at this time. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.